Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was fluid leakage between the twist clamp and tubing of a transfer set. This occurred during patient use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection was performed with no issues noted. Functional testing including a clear passage test was performed with no issues noted. Leak testing was performed and a leak at the twist clamp due to a hole in the tubing was identified. The reported condition was verified. The cause of the hole in the tubing was undetermined. Should additional relevant information become available, a supplemental report will be submitted.